Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/11/2019. Philips field service engineer (fse) replaced the air and oxygen blower assembly, ui cable, air inlet filter and retainer. The ventilator passed all testing and operated within the manufacturing specifications. Failure analysis of the returned part indicates: the defective u1 on the air flow sensor pcba created the air flow accuracy test to fail, generated the ventilator not to enter the standby mode and the low leak-co2 rebreathing risk.

Event description:
The customer reported that ventilator would not go on standby mode. The ventilator was not in use on a patient at the time of the event occurred. The field service engineer (fse) tested the device. The ventilator failed the air flow accuracy test. The reading was out of specifications. The unit was missing the air inlet filter and retainer. The ventilator was dirty inside and the user interface (ui) cable was damage. The fse replaced the air and oxygen blower assembly, ui cable, air inlet filter and retainer. The ventilator passed all testing and operated within the manufacturing specifications.